Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 to treat lower back pain. In (B)(6) 2023 the patient began reporting issues with communication between the implantable pulse generator (ipg) and external therapy discs. Troubleshooting and external hardware replacement failed to resolve the issue. Imaging found the ipg had migrated within the pocket and was in a position that was not optimal for connection between the ipg and the therapy discs. A surgical revision was performed on (B)(6) 2023 in which the ipg was removed from the existing pocket and placed into a new pocket. No implantable components were replaced during the procedure, existing ipg component was relocated and leads remained in place. All intra-op testing and imaging returned good results and placement of the ipg. At post-op activation on (B)(6) 2023, connectivity was achieved and the patient reported receiving good therapy.

Manufacturer narrative:
There is no indication of any system or device failure, as evidenced by the continued use of the original implanted components. The patient did not report connectivity issues until approximately 6 months after the implant, indicating that the original placement of the components was appropriate and pointing toward migration issues. There are no reports of any external trauma or significant body or lifestyle changes for the patient which may have contributed to the device migration. Migration is a known inherent risk of implantable neuromodulation systems.